Manufacturer narrative:
It was reported by the clinical study site that the patient tolerated the controller exchange and remained asymptomatic. Battery connections were reviewed with the patient. Patient demonstrates good technique when connecting batteries. The controller exchange resolved the issue. No additional information available. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(6). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient had a controller exchange on (B)(6) 2016 due to the loose component. It was stated that there was no effect on the patient and that the issue was resolved on (B)(6) 2016. No additional information available.

Manufacturer narrative:
After further review of additional information received the following sections have been updated. The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release.  Failure analysis was not performed since the unit was not returned.  Applicable risk documentation and experience with events of similar circumstances were considered;  a possible root cause of the reported event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The unit, however, was not returned for evaluation. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.